Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure the screw of the spine clamp was stripped. There was no patient present at the time of the issue.